Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 10ml ll eurographics experienced leakage during use. The following information was provided by the initial reporter: during the preparation of several bags of etoposide on monday, october 7, during the cytotoxic collection or the injection of the product into the pocket, the preparer found a leakage of cytotoxic between the plunger and the body of the syringe, requiring them to use a new syringe and repretese the cytotoxic.

Event description:
It was reported that an unspecified number of syringe 10ml ll eurographics experienced leakage during use. The following information was provided by the initial reporter: during the preparation of several bags of etoposide on monday, (B)(6), during the cytotoxic collection or the injection of the product into the pocket, the preparer found a leakage of cytotoxic between the plunger and the body of the syringe, requiring them to use a new syringe and repretese the cytotoxic.

Manufacturer narrative:
Investigation summary: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll eurographics experienced leakage during use. The following information was provided by the initial reporter: during the preparation of several bags of etoposide on monday, october 7, during the cytotoxic collection or the injection of the product into the pocket, the preparer found a leakage of cytotoxic between the plunger and the body of the syringe, requiring them to use a new syringe and repretese the cytotoxic.